Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, peeling of the surface of the ultrasonic probe, curved rubber adhesive peeling, adhesive chip, bending angle insufficient, the play of the angle knob out of normal state, and insertion part serpentine crush were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera ultrasound gastrovideoscope ultrasonic probe is torn. During a standard service inspection of the customer returned device, peeling of the surface of the ultrasonic probe was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling of the surface of the ultrasonic probe likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities" olympus will continue to monitor field performance for this device.